Manufacturer narrative:
(B)(4). Investigation summary: two photos were provided for evaluation. One photo shows a syringe with the barrel damaged. The other photo shows a shelf box. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Based on the investigation carried out and with the photo sample analysis, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9260269 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with the photo sample analysis the symptom reported by the customer is confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for (B)(4) units; therefore, the cpm is 0.7 root cause description: it may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time. Based on the investigation carried out and with the photo sample analysis the symptom reported by the customer is confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for (B)(4) units; therefore, the cpm is 0.7 update 8/31/2020_ review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the syringe 3ml saline fill china sp experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2020, when the responsible bed nurse took the flush in the treatment room and prepared to seal the tube for the patient, she found that the flush¿s appearance was deformed and could not be used normally, and the outer packaging was intact and replaced with a new one the flush can be used normally without sealing the tube.